Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer is not working. The stylus was reported to fail intermittently. It was also determined at analysis that the printer drawer was broken, the lower hinge plate was cracked, and the hinge plate screws were missing, the lower-case feet were worn, the device was updated, and handle covers were added. The hard drive was reconfigured and reloaded, the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. The programmer was returned for analysis. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.